Event description:
There was no reported malfunction of this catheter. This is the second/replacement balloon inserted into a patient for which the current status is "deceased." Reference (B)(4) for the incident with the first iab inserted into this patient. The event for the first iab will be reported via an alternate summary report (asr).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4) .